Event description:
It was reported that during implant, the lead was fixated but dislodged during threshold measurement. The lead was removed from the body and it was discovered to have some blood or tissue in the helix mechanism. It was attempted to clean the mechanism and the helix was extended and retracted a couple of times, but the helix jumped in and out all the time with a lot more turns then usual. The lead was not implanted and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for (B)(4): the full lead was returned, analyzed and no anomalies were found.